Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempt was made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention may take place at a later date to address the issue.